Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5069553. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that blood leaked at the rubber sleeve or 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing and luer adapter after the first tube was sampled. No mucous membrane blood exposure. No injury or medical intervention.